Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of 151mg/dl. The patient did not take any action on this reading. Two hours later, pt passed out. Upon transport to the hosp emt's checked blood glucose on their meter and the result was 30mg/dl. The pt was given an unknown type of glucose and kept in the hosp overnight.